Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor glucose was reading low and she received a low predictive alert; she drank juice and then checked her blood glucose and it was 430 mg/dl and the sensor reading was 156 mg/dl. Current sensor glucose reading is 125 mg/dl and dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2014-57821 for the sensor.